Event description:
It was reported to philips that the device did not pass operation check. There was no patient involvement. One therapy pca was returned for failure analysis. There was no reported problem for this pca. No fault was found with this therapy board.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not pass operation check. There was no patient involvement.